Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that his infusion sets are leaking and that they are possibly defective. No adverse event. A request was made for the return of the device.